Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
It was reported that the patients_ hearing has deteriorated.

Manufacturer narrative:
Conclusion: based on the received complaint information and device investigation, the root cause is most likely damage to the active electrode, as might be caused by an external mechanical impact. During device investigation the damage to the active electrode could not be confirmed as the electrode has been received incomplete. The patient was implanted on the contra-lateral side with a different electrode type as a full insertion was not achieved during the first implantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient's hearing had deteriorated. The patient has been explanted on the right side and implanted contra-laterally.

Event description:
It was reported that the patients hearing has deteriorated.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.